Manufacturer narrative:
(B)(4). Batch # t5au80. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right nephrectomy procedure the physicians were using an ats45 gun & white reload to fire across the renal vein and artery. The white handle closed but they could not get the gray handle to close. After many attempts to fire the knife they finally removed from the patient. When they removed they did see some staples had fallen out of the gun. A new gun was pulled with no issues, no patient issues to report.

Manufacturer narrative:
(B)(4).batch # t5au80. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.